Event description:
It was reported that a pt underwent a thermal endometrial ablation procedure in 2008. During the procedure, the surgeon went in with a hysteroscope to inspect the uterus. The surgeon saw a "septum" on the fundus and asked if the balloon would conform to the tissue. The surgeon went in with the catheter and got to a pressure of about 185mmhg. All went well and the surgeon started the cycle. Just over three minutes into the cycle the pressure dropped and the procedure was stopped. The surgeon inspected endoscopically and saw that the "septum" had given way and that the uterus was perforated. The uterus was as thin as skin at that location. No bleeding was discovered. The surgeon then performed a vaginal hysterectomy. The pt is reported to be well.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.